Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed stuck button. Troubleshooting was performed. The customer¿s blood glucose level was 7.8 mmol/l at the time of the incident. It was reported that the customer did not press a button down for three minutes or longer. It was reported that the insulin pump was also not exposed to change in altitude. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump passed the self-test and displacement test. Insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked printed circuit board keypad connector, or stuck button alarm noted during testing. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the insulin pump near the battery compartment, and minor scratched lcd window.